Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The surgeon wanted to use the cusaexcel8 for a tumor removal. The handpiece was assembled correctly and all checks were made prior to use and everything appeared to be in good order. The surgeon began using the product; however, after about 10 minutes, the aspiration function failed. Everything was double checked and the tubing was re-assembled. The contamination guard was correctly in place, but there was no suction and no alarms were sounding. The machine began to make an extremely loud "hissing" noise. The surgeon decided not to use the cusaexcel8 and revert back to using the selector. The integra sales rep thoroughly inspected the handpiece nosecone. Tip, and tubing. They were attached correctly to the vaccutainer, but there was no suction at all. The product was in contact with the pt. Add'l clinical info was requested and on (B)(6) 2011, the following info was reported. The problem was that the tubing was attached incorrectly to the suction vaccutainer. The user facility has suction canisters that the integra sales rep was not familiar with. It was reported that the theatre staff was not familiar with the suction canisters as well. There was no delay in the procedure while the cusaexcel8 was changed to the selector. There was no pt injury. The outcome of the surgery was reported as successful.